Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral impactor was found to have come apart sometime in the past. The screws were stripped.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A complaint database search against the provided product code identified similar reports which when confirmed were attributed to product wear out. The investigation could not verify the reported event or draw any conclusions without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.